Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 405 mg/dl, which he corrected with an insulin pump bolus. No further details were provided regarding the high blood glucose. The insulin pump was not returned or replaced.